Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken button. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis confirmed that the liquid crystal display (lcd) was bleeding, the upper case was damaged, button 4 (menu dial) was missing, insulator (inside) was missing, button 3 was difficult to rotate. A new lcd, upper case, keypad, insulator, button and encoder were placed. There were no pinched lcd wires, insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.